Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/11/2015 with the following findings: the threads of the battery compartment and returned battery cap were found to be stripped. The battery compartment was observed to be cracked in the thread area. All of the aforementioned device failures directly contributed to the reported issue. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU): the reported issue was duplicated. A test battery cap, which was able to secure to the suspect pump case per the IFU, was used during the analysis.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.